Manufacturer narrative:
(B)(4). Other remarks: the field service engineer (fse) checked out the iabp and changed ratios with both hard and touch screen and saw no issue. Performed functional checks, again changing assist ratios- passed all functional checks.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped while on patient. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped while on patient. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp stopped pumping is not able to be confirmed. A teleflex field service engineer serviced the pump and could not duplicate the reported issue. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service engineer (fse) checked out the iabp and changed ratios with both hard and touch screen and saw no issue. Performed functional checks, again changing assist ratios- passed all functional checks.